Event description:
It was reported that the device released small bits of silver metal into the knee. All material were removed from surgical site. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One 72200095 dyonics disposable 3.5mm incisor plus elite blade returned. The complaint stated: ¿the device released small bits of silver metal into the knee.¿ after separating the inner and outer blades, wear damage on the inner blade surface was found. This surface skiving indicates pressure/force was applied to the device causing the inner blade to bind with the outer. Metal filings are generated from the rotations. Metal shavings result from this pressure during rotation. Per IFU: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade¿. In addition, per IFU: ¿irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry).¿ this can cause bone/tissue or metal shavings/fragments to not excise efficiently. As a result, binding, shavings and seizing can occur. No root cause related to the manufacture of the device was confirmed. It has been communicated that no information will be forthcoming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.

Event description:
It was reported that during surgery the device released small bits of silver metal into the knee. All material were removed from surgical site. A backup device was available to complete the procedure with no significant delay and no patient injuries.